Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl. The customer did not experience any symptoms of high blood glucose value. Auto mode feature was not activated at the time of high blood glucose event. Customer had received critical pump error and open book image on the insulin pump screen.  Customer reported possible exposure to moisture. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. No further complications were reported. Troubleshooting was performed. The customer will discontinue to use the device.

Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged high blood glucose, critical pump error (open book image) alarm and exposure to moisture found on september 11, 2022. Also, on (B)(4), svn#: (B)(4) - customer returned pump for an alleged pump/transmitter communication anomaly and was hospitalized for high blood glucose found on 26-jan-2022. Pump was received with a critical pump error (open book image) alarm. Unable to verify pump/transmitter communication anomaly and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Unable to upload pump to carelink due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Device was cut open to perform visual inspection and found corrosion on the electrical board 1 and 2 and force sensor. No corrosion or moisture damage found on the battery tube assembly, motor and vibrator assembly noted. Critical pump error (open book image) alarm and pump error alarm confirmed in the formatted history file on september 11, 2022 13:12:00.000 and september 11, 2022 13:22:00.000 perform brush cleaning with the isopropyl alcohol the moisture damage areas and reinstalled the original electronics, case, internal battery and motor. The critical pump error occurred during testing. In conclusion, critical pump error (open book) and pump error alarm found in the formatted history file due to corrosion on the electrical board 1 and 2 and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a end cap address label missing. Unable to verify customer alleged for high blood glucose. Unable to verify pump/transmitter communication anomaly and perform the required testing due to critical pump error (open book image) alarm. Unable to upload pump to carelink due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error. Critical pump error (open book image) alarm and pump error alarm confirmed due to corrosion on the electrical board 1 and 2 and force sensor. Pump exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.